Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The used device has been returned by the hosp, but the device eval has not yet been completed. Upon completion of the investigation, a f/u medwatch will be submitted. (B)(4).

Event description:
As reported by hosp, a power-injectable PICC device began to leak at the suture location 5 days after placement. The PICC was removed and replaced with another. The pt's condition was reported as "fine". The used device has been returned for eval.